Event description:
The complainant had been setting up the impella 5.5 and automated impella controller (aic) for support when the console failed to detect the pump and the team replaced the pump but the second pump failed also. The team then replaced the aic and this remedied the issue. No patient harm has been reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.